Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to perform functional test or confirm motor error alarms due to the blank display.

Event description:
The customer called to report motor error alarms during the basal rate delivery. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.